Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/ chamber related to a CPAP device's sound abatement foam. Patient alleged headaches, shortness of breath/ difficulty breathing, nasal/throat irritation and soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. One error was found. The manufacturer concludes that the customers allegation could not be confirmed and there was no visible foam degradation.